Manufacturer narrative:
(B)(4). Results of investigation: the failure analysis laboratory (fa) received the user interface module (uim) for evaluation. The suspect uim was cycled on, displaying a dim display. The uim was bench tested and the technician inspected connections and components within the uim. The technician did not duplicate the customer event of a shut down in the laboratory setting. The evaluation, however, identified some thermal damage to the backlight inverter assembly with the voltage out of specification, which is the cause of the dim display. The real time clock battery voltage (bt1) was out of specification. The root cause was associated with a low voltage state of bt1 due to a material issue, which intermittently will blank the display.

Event description:
The customer reported a blank display while in patient use on this avea ventilator. The patient was placed on an alternate ventilator. The customer stated no patient harm was associated with this event.